Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the eventm as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for high blood glucose levels of 300 mg/dl. Prior to the hospitalization, it was stated that the customer thought he was experiencing low blood glucose levels and the customer treated with a soda and food. The customer then experienced high blood glucose levels. Nothing further was reported.